Event description:
Subsequent to the initial medwatch report additional information received indicates: reportedly, the knot was pushed down to the arteriotomy, and the physician placed a guide wire during knot advancement, in case he needed to reaccess the vessel.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve hemostasis after advancing and tightening the knot could not be confirmed. Analysis of the returned device found both cuffs captured the needles and the rail suture end attached to the plunger was cut. The suture containing the knot was not returned for evaluation. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a peripheral interventional procedure. Reportedly, the knot was pushed down to the arteriotomy, and the physician placed a guide wire after knot advancement, in case he needed to reaccess the vessel. Hemostasis was not achieved. The physician deployed another proglide and advanced the knot with the same results. A 7 fr sheath was placed followed by manual arterial compression to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.